Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that posiflush saline was cloudy and had particles. Normal saline prefilled syringe was cloudy when opened and had visible particles in it. Not used.